Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shaft is bent. Black latch piece behind the jaws is damaged. Functionally, the jaw lever did not latch. The damage to the latch pin could be from the lever being forced open. The lever and jaw movement was smooth during testing. A root cause for the damage to the shaft was not determined. Transport of misuse are suspected. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device was difficult/impossible to close, and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of lever and shaft damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Do not bend instrument shaft. Open the jaws by squeezing the lever until it unlocks, then push it completely forward to release tissue. If the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the unit was applied to the tissue from the beginning of the procedure right out of the box and on the peritoneal tissue. The device was difficult/impossible to open. The surgeon was able to open the jaws with some difficulty, and it was removed. Jaws were stiff and not springing back to position, as were all the tissues that the surgeon used the device on. The device did not stick to tissue. There was no knife blade extended, and it did not protrude beyond the edge of the jaws. There was no patient injury.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, when the unit was applied to the tissue at the beginning, the device was difficult/impossible to open. The surgeon had difficulties with opening and closing the jaws. Jaws were stiff and not springing back to position. The device did not stuck on tissue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#42120275x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.